Event description:
It was reported that the patient presented to the emergency room experiencing muscle stimulation. The ventricular lead exhibited loss of capture in both configurations. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient was a twiddler and would constantly twist and play with the device in the pocket. The left ventricular lead was noted to be twisted and dislodged when the pocket was opened.

Manufacturer narrative:
.